Event description:
It was reported that during procedure, an e8 error showed on the anspach console. The anspach drill was unplugged and replugged and the e8 error appeared again. The procedure was changed to manual. Investigation results determined that anspach drill had a bad connection causing the e8 error.

Manufacturer narrative:
The device was used in treatment and it was reported that the drill would not spin, showing e8 error. Also handpiece failed calibration. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill assembly/operation and also specific instructions in case the drill displays an error code we could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The evaluation of the device found that error could be replicated using the anspach break out box and a known good drill. The error seen in the field was due to bad connections inside of the drill. Problem was also replicated with the returned drill. The root cause after investigation was established to be supplier / raw material fault.